Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: review of the black box data and alarm history revealed record of call service alarm 078-0008. On investigation, the pump powered on without alarm. Rewind, load and prime steps were all completed successfully. The pump was exercised for 24 hours without emitted a call service alarm. On inspection, moisture was found inside the pump on the motor flex connector. Unrelated to the original complaint, the battery compartment was cracked. (B)(4).